Event description:
Pt. Had tsrh harrington rodding inserted after thoracic spine fracture in 1992. On follow-up x-ray prior to admission, a fracture of the left rod was noted. Pt. Was admitted for surgical removal, which was accomplished on 5/4/94. At surgery, it was noted that the left rod was fractured both above and below the crosslink piece.